Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced a sudden cardiac event and expired the same day, all of which was allegedly caused by exposure to the product administered during dialysis treatment.